Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil was programmed off. The remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high superior vena cava (svc) coil impedances, and increased high voltage coil impedances. The lead remains in use. No patient complications have been reported as a result of this event.